Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving fentanyl, 1000 mcg/ml concentration at 550 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had a code on her patient programmer (ptm). The patient reported to clinic and was seen for motor stall. Patient was then placed on minimum rate and medicated per the healthcare professional (hcp). Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Clinic referred to healthcare professional (hcp) for replacement. At the time of this report, the issue had resolved and patient status was alive-no injury. The rep clarified that the manufacturer aware date was 2019-05-15. The rep was in possession of the pump and would be sending it back today. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found pump/miscellaneous/failed lab dispense test/above spec, pump/motor/gear train anomaly/corrosion and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.